Event description:
It was reported on (B)(6) 2011. The lead was loose and was disconnected. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).